Event description:
On (B)(6)/2009, the patient reported that about a couple of months ago, the up and down buttons on her insulin infusion device began to respond intermittently when pressed. She stated the buttons are not flat. Her device has been dropped and exposed to insulin, but has not been exposed to water. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.